Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00641. The manufacturer is unable to determine which lead was explanted, hence both leads are reported. It was reported lead diagnostics revealed one lead had invalid impedance. The patient had suffered a fall. The patient underwent surgical intervention on (B)(6) 2017 where one lead was removed and replaced. Therapy was resumed and issue has been resolved.